Event description:
It was reported that there was a securesense alert from merlin@home, in physician's opinion probably due to little noise on the ventricle chanel. The physician decided to monitor the lead. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).